Event description:
Event description guidant received information that high impedance measurements were recorded with this left ventricular lead. An x-ray revealed a fracture of the lead. The lead was explanted and replaced without further incident.